Event description:
Started the case with the lasso working just fine. The catheter was removed from the body during the case. When they were going to place it back in the heart they noticed the lasso was fractured. The catheter was replaced with a new one and the problem was resolved. No harm came to this patient.